Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lower anterior resection which was converted to open due to device problem, during the division of the rectum, the staple line was incomplete distally. Only 1 cm of the reload was fired. It was stated that the unformed staples fell into the cavity of the patient and was retrieved using forceps and sucker. It was also said that the reload locked onto the tissue and was removed by cutting. The incomplete staple line was fixed by converting to an open procedure and doing an anastomosis with sutures.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the cartridge revealed that the first loading unit was partially fired with the jaws partially clamped. The anvil was bowed, and the knife bar assembly was buckled. The loading unit was loaded into a pmv instrument for functional testing. The interlock was overridden and the loading unit was applied to test media. All remaining staples were placed and test media was cleanly transected. The second loading unit was received fully fired with the jaws partially clamped. The loading unit was loaded into a pmv instrument for functional testing. The interlock was overridden and the loading unit was cycled without hesitation or binding functional testing confirmed the safety interlock feature successfully prevented each loading unit from firing a second time. Visual inspection of the cartridge revealed that the third loading unit was fully fired. The anvil was bowed, and the knife bar assembly was buckled. The knife bar was broken out of the cartridge and the clamp button was missing. Engineering evaluation determined that the button likely dislodged from the device as it was fired on over I ndicated tissue thickness. Due to the noted condition functional testing was not performed on the third loading unit. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.